Manufacturer narrative:
The reagent lot number was 734446. The expiration date was requested but was not provided. The field service engineer cleaned all of the probes and the rinse unit. He ran a carryover check that was acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine (crep gen.2) result from the cobas 6000 c501 module. The initial result was 4.79 mg/dl. This result did not agree with the patient history of a creatinine result about 1 mg/dl. On 17-jan-2024, the same sample was repeated and the result was 1.29 mg/dl. Using a different cobas c501 analyzer, the result was 1.28 mg/dl.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.